Manufacturer narrative:
The returned breathing circuit was visually inspected for bent pins and tested to see if it should be connected to a heaterwire adaptor. Results: a heaterwire adaptor could not be connected to the heaterwire socket in the inspiratory limb. A visual inspection revealed that one of the heaterwire pins inside the heaterwire socket was split at the top. This split prevents the adaptor from connecting to the heaterwire socket. We were unable to carry out a lot check as no lot info was provided with this complaint. Conclusion: an improvement was made to the production process to prevent bent pins passing the production test. As no lot info was provided with this complaint, we were unable to ascertain whether this circuit was made before or after this improvement was effective. Our monitoring and trending of bent pins on heated breathing circuits has a rate of occurrence worldwide for the last year to the end of august 2008 of 0.0012%.

Event description:
A hospital reported via our distributor that the heaterwire pin of an adult breathing circuit was bent. No pt consequence was reported.